Event description:
Early device failure; the customer reported to medtronic that all the icons are active.

Manufacturer narrative:
Medtronic evaluated the device and found that capacitor c177 had shorted and caused the battery off current to be excessive. The customer was provided with a replacement device.